Event description:
A (B)(6) male pt called zoll customer support to report that his electrode belt connector was damaged and he was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable connector was cracked and the orange (+5v) wire was open in the connector, causing the reported service code 204. The root cause for the open wire and cracked connector could not be positively identified but was likely excessive force on the connector. No adverse event resulted from the open wire. The pt received a replacement electrode belt.